Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Event description:
A customer reported to baxter (B)(4). A 250ml eva bag in which particulate matter was observed. According to the report, a flake was noticed in the solution when filling oxiodon, even though the solution was filtered. There was no patient involvement; therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection was performed, the reported flake was not found in the bag. No other particles could be noticed. Therefore, the reported malfunction could not be confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.